Event description:
It was reported the patient was experiencing burning sensation when the stimulation was on. Follow-up information received the patient may want to have the device removed and had been scheduled for a consultation with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.